Event description:
It was reported that while doing a case with a t2 recon nail, when putting in solid step through drill sleeve the solid step drill would not come off. Brought to the back table and managed to get off with a mallet. Rep had another loaner kit and drill and was able to use another step drill to complete case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.